Manufacturer narrative:
(B)(6). A getinge field service engineer evaluated the unit and verified the issue helium leaking from the cart side of the unit. The fse lubricated all helium connection points, replaced the helium tank gasket and the unit is now holding pressure within tolerance losing 11psi over 5 mins. All functional and safety checks were performed.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had helium leakage issue during routine check. There was no patient involved.